Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was used. Following a standard femoral access in the common femoral (cfa) with appropriate indication for device. User followed standard steps and upon pulling device back, there was no visible suture thread. Upon review of the device, the anchor was still at the tip of the sheath. They proceeded with manual compression with no adverse effects to the patient. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. The procedure was outcome was successful. Additional information was received on 07jan2021. The procedure performed prior to use of the device was a leg intervention. A pre-deployment angiogram was performed, the sheath was placed in cfa with proper anatomy for closure.